Event description:
It was reported that pump experienced malfunction message before any notable events and customer contacted support, with resettable malfunction code indicated. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, confirmed malfunction did not recur, was advised to continue using pump and to call back if issue returned, and declined further assistance while reloading cartridge to resume insulin.